Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl. The customer stated thy also had a high blood glucose of 300 mg/dl which was treated with bolus. The customer declined further troubleshoot. It was unknown that auto mode feature was active or not at the time of reported high and low blood glucose event. The insulin pump will not be returned for analysis.